Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No unexpected no delivery or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response due to flattened buttons dome switches. The keypad connector was fully locked. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl to 500 mg/dl ranges. The patient treated via insulin pump therapy. During troubleshooting, the insulin pump was able to prime without incident. The cannula was straight as well; however, the customer felt a knot in her site. A high pressure test was performed and the insulin pump passed. However, the customer sometimes had to use her fingernail to activate the act button. The patient noted that her buttons became hard to press. The insulin pump was not returned for analysis at this time.